Event description:
Boston scientific received information that difficulty was experienced interrogating this implantable cardioverter defibrillator (ICD). Troubleshooting options were discussed. It was later reported this device did not deliver a shock when expected. The patient was in home hospice due to non-device related reasons and wanted their device programmed off. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. It was reported the device was unable to be interrogated. The patient was given a magnet to disable tachy therapy. Records indicate this device remains implanted. This report will be updated should additional information become available.